Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and sparc sling kit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to enterocele. The patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, and dyspareunia. The patient underwent removal of exposed mesh on (B)(6) 2012, due to mesh erosion, and exposure in the posterior vagina, and post-menopausal bleeding. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, vaginal pain and lower abdominal pain and mesh was implanted. It was reported that the patient had a concurrent procedure of a diagnostic laparoscopy, laparoscopic left ovarian cystectomy, bladder neck suspension and enterocele repair performed during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4)- urinary frequency, (B)(4)- urinary tract infection, (B)(4) - vaginal discharge additional narrative: it was reported that following insertion the patient experienced urgency, urinary frequency, recurrent utis, and vaginal discharge.